Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal mediation via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. The patient reported withdrawal symptoms after taking a fall. The patient reported to his physician¿s office and the staff was unable to read the pump. The patient was prescribed oral medications and sent home. The office then tried calling the patient to have them go to the emergency room (ER) but they were unable to get a hold of the patient. The issue was not resolved at the time of this report. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ it was unknown if surgical intervention was planned but the rep would follow-up for more information. The patient¿s weight was (B)(6) and medical history was unknown, but the rep would follow-up for more information. The patient¿s status at the time of this report was ¿alive- no injury.¿ additional information was received from a hcp via a rep on (B)(6) 2020 indicated the patient was admitted to the hospital and administered morphine. It was noted the rep was also able to read the pump by placing the communicator in the edge of the pump. The cause of the inability to read the pump and withdrawal symptoms was the pump had flipped in the pocket. The physician was able to manually flip the pump and then perform a pump check. The catheter was patent. However, it was further reported later the same day that the pump check was performed the physician revised the pocket and the catheter and sutured the pump back down. No further complications were reported/anticipated or expected.